Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists all potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient outcome could not be conclusively established through this evaluation. It was reported via patient outcome that the patient expired on (B)(6) 2019. Due to hospital policy, no further information was provided. The device was not returned for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 lvas, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2019. Due to hospital policy, no further information was provided.